Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer lost the "ability to function mentally and physically" falling several times resulting in a broken ankle and seizure. Customer blood glucose (bg) level was greater than 50 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered based on customer's bg while exercising. Customer declined medical assistance and consumed juice to address bg level. The customer declined assistance from tandem technical support (cts) regarding the issue. Cts was unable to complete troubleshooting with the customer; therefore, the alleged root cause was unable to be confirmed. No additional patient or event information was available.